Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 40 mg/dl, 43 mg/dl, 45 mg/dl. Customer was treated with food. Customer was not using auto mode. Customer also specified other related blood glucose value was 60 mg/dl, 100 mg/dl, 110 mg/dl and 120 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.